Manufacturer narrative:
(B)(4). The actual device was reportedly discarded; however, an opened device was received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the sponge of a minicap with povidone-iodine solution was protruding out of the cap. This was noticed by the home patient's spouse before use in therapy. The reporter stated that when the device was received, it was taken out of the carton and stored in a cabinet being opening. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The device was manufactured 04/08/2014 - 04/11/2014. The device was received for evaluation in an opened package. Visual inspection was performed and revealed that the sponge was partially sticking out of the cap. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.